Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using three proglide device relative to a percutaneous coronary intervention procedure. Reportedly, three proglide devices encountered resistance with the calcium at the access site and could not be inserted. The procedure was discontinued and the method used to achieve hemostasis at the access site was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty inserting the device may include, but are not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.